Manufacturer narrative:
The reported biofilm has not been confirmed, and additional device evaluation findings have been found. Scratches and yellow stain inside the biopsy channel walls from the bending section side were observed. Additionally, evidence of greenish stains inside the biopsy channel from the insertion tube protector boot side was found. The suction channels, suction port, suction cylinder and nozzle opening were also inspected and no signs of foreign stains/objects/materials/substance were noted inside. In addition, there were no signs of foreign stains/substance with the insertion tube, bending section cover, bending section cover glue, distal end cover and nozzle. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Attempts for additional information from the end user were also unsuccessful. This issue is addressed in the instructions for use (IFU): the detection method is provided in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The preventive measures are provided in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories), and chapter 8 storage and disposal. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection. Minor scratches, a small chip on the light guide lens, and cracked rubber glue were found. This investigation is ongoing, and follow up with the user facility is currently being performed, including to confirm the reported malfunction. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report biofilm build up on their evis exera iii colonovideoscope. No patient or user harm has been reported.